Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an absence of no delivery alarms. The customer stated that this issue recurred a few times and had resulted in the customer's blood glucose running high. The caller did not know the blood glucose reading. Upon troubleshooting, however, the insulin pump alarmed no delivery with a high pressure test with the customer's doctor. The customer was advised to call when the issue occurred in order to troubleshoot at the time of the issue. The doctor was advised that the insulin pump could take up to 5 units before alarming.